Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery an opathalmic operating handpiece displayed error codes and there was total loss of power. Procedure was completed by replacing the handpiece. There was no patient harm reported.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned handpiece was connected to a calibrated system. A system message (sm) was displayed when the handpiece attempted tuning. The cable jacket was stripped near the connector strain relief revealing broken wires. The root cause of the reported event can be attributed to broken wires within the cable jacket near the connector strain relief. However, how or when the wires broke remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).